Event description:
The patient presented 6 weeks post cryoablation with "shortness of breath" and chest pounding. The physician had seen the patient at 4 weeks post procedure and everything was fine. During this visit, the patient had no breath sounds on the right side. CT scan showed no pv stenosis, but chest x-ray showed a large right pleural effusion. The patient had his effusion drained on (B)(6) 2012. A large amount of "old" bloody fluid was drained. The patient had immediate relief of his shortness of breath once the fluid was drained and is doing fine.

Manufacturer narrative:
The device was not returned for investigation. There was no indication of product malfunction. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.